Event description:
The surgeon reports performing cataract surgery with an attempted implantation of the li16aor intraocular lens in the right eye using the ex-28 delivery system. During implantation of the lens the surgeon noticed a bent trailing haptic. The incision was enlarged to remove the lens. A second li61aor intraocular lens was successfully implanted. According to the surgeon, the pt's prognosis is excellent. Please reference MDR#: 1119279-2011-00075.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.